Event description:
The customer reported being hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting revealed that the insulin pump gave an alarm during the manual prime. The customer was also connected to the infusion set during the manual prime and received a large amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.